Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technica support and no issues were identified. Customer resumed insulin delivery. Additionally, it was reported that during the fill tubing process, insulin was "pooling up at the cartridge t:lock" and the tubing was "not filling". Reportedly, a cartridge change was performed, and customer was able to resume insulin delivery. Customer's blood glucose was 376 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.